Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-apr-2018 with the following findings: during investigation, there was no meter was returned with the pump. The last basal delivery was on (B)(6) 2018. No reboots were observed in the black box. The last delivered bolus was a 9.30u ezbg normal (m) bolus. The battery compartment was cracked above the bumper pad. No moisture/corrosion observed in the battery compartment. The returned battery cap has stripped threads; it was unable to maintain electrical connection, reported ¿power¿ complaint was duplicated. A test battery cap was able to fit to maintain electrical connection. The test battery cap was used to complete a 24 hr duration test; no por¿s were duplicated during this time..#5. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. The pump cover was removed; no evidence of moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of over 500mg/dl, associated with an alleged power issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump had no power and the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.